Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - 2012-(B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.